Event description:
Procedure: lap colon. According to the reporter: anvil was inserted, handle squeezed device did not cut or staple. The handle was removed, anvil remained in place. Another ppceea handle which was attached to the anvil was used. Doctor was able to fire and continue the case without any problem to report. Blood loss was unk, delay in or 50 minutes. Pt was reported to be doing fine.